Event description:
It was reported that the switch recognizing a broken disposable. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in poor condition. Wear and tear damaged enclosure, stained water tank, old-style printed circuit board and power switch. Tank cover is cracked, pump is noisy, and micro switch is broken. Customer?s reported issue was duplicated. The damaged microswitch causes an alarm, because it doesn't recognize a disposable or temp check. The root cause of the reported issue was determined to have been caused by a damaged microswitch, causing the "check disposable" alarm to sound. Actions taken to mitigate the reported issue: no action taken due to the age and condition, device deemed beyond economical repair and will be scrapped. D4: UDI information is unknown.